Event description:
Caller reports he had an angiogram on the 11th of january and during the procedure the catheter broke and he needed emergency surgery. He was rushed to the operating room and his vein was cut open to remove the broken device. Caller wants the FDA to be aware of this event and investigate the quality of these devices so other people do not go through unnecessary surgeries.